Event description:
Boston scientific received information that the patient with this pacemaker experienced a loss of consciousness at home, resulting in the patient falling down the stairs. The patient did report feeling dizziness before losing consciousness. The physician reported that the loss of consciousness was due to low blood pressure and was not related to the device. No additional adverse patient effects were reported. Additional information was reported that this patient felt dizziness during and after exercise. It was discovered that wenchebach block was occurring at a high atrial rate pacing with rythmiq on. No adverse patient effects were reported, but this observation did occur on the same day that the patient experienced the loss of consciousness. The device was reprogrammed to turn rythmiq off and several other parameters were modified.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that the patient with this device experienced a loss of consciousness twice within 5 minutes of each other in (B)(6) 2012. No additional adverse patient effects were reported. It is believed that the loss of consciousness is related to the patient's condition and possibly related to the medication that this patient is taking. The device remains implanted and in service.

Event description:
Several years later, this device was returned to boston scientific. The reason for the explant was not provided and there were no additional allegations against the functionality of the device. No additional adverse patient effects were reported as well.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory found that this device met all specifications during testing.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.